Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient reported having two doctor¿s appointments and a third appointment for an eye scan. During one of these appointments, the patient suddenly ¿did not know what was going on¿ and ¿was not feeling okay¿, therefore, she was sent to the ER. Prior to this, the patient was experiencing a headache. She reported the cgm was reading ¿around 50 mg/dl¿. A bg meter reading was taken as well; however, the patient cannot recall the specific value. The patient could not recall the specific event details but believed what occurred was due to the dexcom ¿not giving adequate readings¿. The patient was treated with IV fluids, juice, food, an unspecified pain medication for her headache, and another two unspecified pills. The patient stayed overnight and was discharged home the following day (more than 24 hours). The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.